Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge batteries properly) was confirmed. As received, the q1 transistor was shorted. The cause of the inability to properly charge the battery packs is the shorted transistor. The root cause of the shorted component cannot be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not charge batteries properly) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation the battery cell voltages were mis-matched at 4.401v, 4.427v, and 0.082v. The cause for the inability to charge in a charger or power on a monitor is the excessively discharged cells. The root cause of the discharged cells was unable to be positively identified. No adverse event resulted from the defective charger/modem or battery pack. The patient was issued a replacement charger/modem and battery pack. Device mfg date: sn (B)(4) on 05/01/2013.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the charger/modem was not charging the battery packs properly. The patient was issued a replacement charger/modem and battery pack.